Event description:
A hospital in (B)(6) reported via our distributor that an rt100 adult breathing circuit caused a low temp alarm and that they suspected an open circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The device is en route to fisher & paykel healthcare for analysis. We will provide a follow up report upon completion of our investigation.